Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (name - (B)(6)). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the helium reservoir assembly to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The defective components were received for further investigation. This part was received with a reported unit failure message of failed helium regulator calibration tests.performed visual inspection of this part received and part looks to be in good condition. Installed the helium reservoir assy, into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of helium regulator calibration failed. The failure analysis and testing department observed x1 shuttle pres. Did not work. Helium reservoir failed testing. Retaining helium reservoir assy, in the fat dept. As per procedure 0002-07-d008 rev ap.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is "impossible to define".

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit failed helium regulator calibration and low pressure transducer calibration. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.